Event description:
The customer stated that she was hospitalized due to a staph infection and high blood glucose levels, with a reading of 562 mg/dl. The customer also stated that she was getting no delivery alarms prior to being hospitalized. The customer did not want to troubleshoot, and asked for a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.